Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was disconnected from the server. A field service engineer (fse) confirmed that the customer was able to contact site network information technology, tested the network port and found the device port was operational. The customer then replaced the network cable with a new one. The device was connected to the site network, and communications resumed, and all messages were synchronized with the server. The fse confirmed that the customer was able to access the device, verified station connectivity to the server and all tests were successful. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station was disconnected from the server. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get the medicines from pharmacy. However, there were no adverse events or injuries reported based on this event.